Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the needlestick of a routine device implant procedure, a pneumothorax occurred. Immediately following the procedure, the patient experienced increased heart rate, along with shortness of breath. Currently, the patient was placed with a chest tube. No further information was available.